Event description:
It was reported to baxter that a hematron iii was the source of enterobacteria contamination in platelet units and 2 sample segments. The platelets had been infused in an unk number of pts who were subsequently treated for septic shock. The center tested for the bacteria in all the lab equipment and found the same organism that infected the pts on the hematron iii. It was found on no other lab equipment. The reporting hospital made assumption that the hematron iii was the source of the contaminant.